Manufacturer narrative:
D10: concomitants: (B)(6) a10012 - gps implant kit v2. (B)(6) 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. (B)(6) 310-61-44 - stemless humeral head 44mm x 17mm x alpha. (B)(6) 300-62-02 - stemless humeral comp integrip, cage, size 2. (B)(6) 314-23-03 - laser cage glenoid medium, alpha. (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) 531-78-20 - shouldr gps hex pins kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported 50 yo female patient, who had her left shoulder implanted, underwent a revision procedure due to subscapularis tendon failure. Everything was removed and revised into a reverse shoulder. No device breakage reported and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. No x-rays provided. The explanted devices are not available for return as they were disposed of by the hospital. No device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the revision from anatomic to reverse tsa reported is likely due to failure of one of the rotator cuff muscles as reported. Contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing issues to the reported event cannot be determined from the reported information. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.